Manufacturer narrative:
No medwatch form was received. A partial lead was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 37.4-39.7cm from the electrode tip. The etfe coating was intact at the same location.

Event description:
It was reported that externalized conductors were observed via fluoroscopy. Oversensing was also noted. Lead was explanted and replaced.